Manufacturer narrative:
Correction information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections d.1, d.4, d.6a, d.6b, & h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's swelling reportedly resolved. The recipient resumed device use. Additional information regarding treatment details were not provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a head trauma incident at the implant site. The recipient presented with swelling. The recipient's fluid was drained from the area. The recipient was advised to ceased device use.